Manufacturer narrative:
Device history record and sterilization record were reviewed. All records were reviewed and were found to meet specifications. Device was discarded, unable to follow-up. Advanced neuromodulation systems, inc. Has limited information related to the patient's medical history and is unable to form a medical opinion as to the relevance of the patient's history to the event reported.

Event description:
Patient received her scs system consisting of an ipg, 4 leads, and 2 extensions in 2006. It was reported that the patient developed an infection, and the leads were explanted the following month, follow up with the patient found that she has recovered from the infection and will be able to receive her replacement leads within a few months. The original leads were discarded by the hospital and not returned to ans for analysis.